Manufacturer narrative:
Device evaluation summary: the reported ups malfunction error was verified during service. The service technician determined that the batteries had a low level and the batteries needed to be replaced to resolve the issue. However the customer cancelled the request for repair and the instrument was returned back to the customer unrepaired. The instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by the facilities' bio-med technician it was noted that this bio-console instrument had a ups malfunction error. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that error 69 (sc mpu ups open battery detected hard error) had occurred.